Event description:
A customer reported an issue with a renewal pump that shut down when the battery was at 50% charge, requiring the customer to return home to restart it. The pump experienced fluctuating charge levels and subsequently caused the customer's blood glucose level to rise above 500 mg/dl, a value displayed as "high," though the specific highest value was unknown. To address the elevated blood glucose level, the customer administered a correction injection via manual insulin delivery. Technical support advised the customer on normal battery depletion rates, educated them on insulin management during pump shutdowns, and recommended turning off the mobile connection to prevent rapid battery drainage, which the customer acknowledged and understood. No further action was needed from technical support.